Event description:
It was reported that the ceramic insulation broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence alleged failure: ceramic of the probe burst. All individual parts were located and removed. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force used when inserting removing the probe, a probe inserted into an obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The probe used as a tool for a mechanical displacement of tissue or bone, or to pry or scrub.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the ceramic insulation broke during the procedure. All pieces were retrieved.